Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was reading in the 50 mg/dl range and the insulin pump went into threshold suspend but his blood glucose was 135 mg/dl. He tried to calibrate at 135 and 130 mg/dl and received calibration errors. The customer noticed the sensor was not sticking well and falling off. He was advised to change the sensor. The product would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis was unable to confirm the adhesive anomaly on the opened/used sensor.